Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6), 2014. Subsequently, a revision procedure occurred on an unknown date due to infection. All components were removed and replaced with competitor spacer molds. The patient was re-implanted with biomet product on (B)(6), 2015.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for the same event (reference 2015-00290 & 2015-00289).